Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the uncommanded bolus. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - operating system data not available. Cloud - hardware data not available. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient stated that they received an unrequested bolus from their omnipod 5 personal diabetes manager. Once the unrequested bolus was identified, the patient consumed soda and ate some cheese. Their glucose levels reportedly dropped to around 70 mg/dl. This occurred over a year ago, and the patient has since stopped using the device because their insulin requirements have decreased, therefore the device was not replaced.